Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the suture of fast fix 360 fractured when tightening up after implantation of the ts. The procedure was successfully completed with a non-significant surgical delay using the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found a material certification of analysis is required with each lot. A visual evaluation of the device showed it was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation of the device showed that it cycled as intended. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event include unintended excessive force applied during knot reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.